Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited lead impedance variations out of range possibly resulting from high battery impedance. It was noted that the patient is not pacing dependent and that lead function is 'normal.' The device remains in use and the patient remains under close observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.